Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the distributor indicated that both the expiratory valve and the control line to the expiratory valve are okay; circuit test failed at step 2; press mushroom is -49 mbar; there is an audible click sound when testing the the mushroom valve; and the mushroom valve is okay with the breathing circuit connected and closed. Vyaire medical will be sending a new life block under warranty. No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that a few minutes after start of ventilation of a patient, the bellavista 1000e 17.3" basic alarmed "disconnection exhalation valve." End user replaced the ventilator with a backup device. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file tool and screenshot of service screen were utilized. Adc value of the pressure sensor "press mushroom" on the life board electronics of the life block is out of the specified range. Mushroom sensor is reading 20 adc. Root cause was determined to be due to a defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block.